Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl and blood glucose reading of 185 mg/dl at the time of call. Customer reported that the insulin pump had a no delivery and a motor error alarm. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump alarmed no delivery and a motor error. Customer's blood glucose reading was 790 mg/dl and declined high blood glucose troubleshooting. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer confirmed that the insulin exited after a 5 unit fixed prime has been delivered. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis. Replacement infusion set and reservoir will be sent and expected to return.